Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. There was a cut on the circular seal. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Cholecystectomy procedure was performed. There was no tissue loss or damage. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal broke during surgery. A small peace dropped into the patient cavity. The piece was retrieved. The device was changed out to complete the procedure. Additional information has been requested but not yet received.